Event description:
Clinic notes were received indicating that the patient was referred for lead replacement surgery. It was reported that the patient was scheduled for surgery; however, surgery has not yet occurred.

Event description:
Replacement vns surgery was performed on (B)(6) 2013. The explanted device was returned to the manufacturer and is pending product analysis.

Event description:
A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that the patient's vns was now indicating high lead impedance with dcdc=7. The patient's vns was disabled as recommended in manufacturer labeling when high impedance is present. X-rays have been ordered and will reportedly be sent to the manufacturer however they have not been received to date. No trauma or manipulation has been reported. No adverse events are present at this time. Diagnostics were within normal limits on (B)(6) 2012 per the physician. The revision surgery is currently on hold as the patient's caregiver wants to evaluate the patient's seizure control without vns therapy.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure was not found through product analysis; however, a portion of the lead was not returned to the manufacturer to analyze. Device failure is suspected in the portion of the lead that was not returned.

Event description:
Additional information was received on (B)(6) 2012 indicating that the patient did not have x-rays taken as planned. The patient is doing okay for now, and there is no interest in vns replacement at this time. Although surgery may occur in the future, it has not occurred to date.